Manufacturer narrative:
Correction: upon further investigation, it has been determined the plc181000j/20151089 did not have a reportable serious injury. Retract this medwatch.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent an endovascular repair using two conformable gore® tag® thoracic endoprosthesis to treat a thoracic descending aortic aneurysm. The patient tolerated the procedure. On an unknown date, an enlargement of the aortic diameter on the proximal side of the ctag was observed. On (B)(6) 2019, a re-intervention was performed. A contralateral leg was implanted in the brachiocephalic artery using the chimney method. A new ctag was implanted to extend the ctag proximally. The left common carotid artery and left subclavian artery were intentionally covered by the ctag. The left subclavian artery was embolized by a plug (avp). Small amounts of proximal type I endoleak and a bird beak were observed. The physician chose to monitor the patient. The patient tolerated the procedure.